Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) administered an appropriate shock for ventricular tachycardia for which the patient was symptomatic. Three days later the patient experienced some tightness in his chest and checked his pulse, which was 180 beats per minute. Paramedics were called, however the patient was feeling better when they arrived. A stored episode displayed noise on the rate/sense channel which caused pacing inhibition. It was likely the patient was in vt that was below the threshold, and the device was reprogrammed. A lead revision is scheduled, and the rate/sense portion will be surgically abandoned.

Manufacturer narrative:
The lead revision (adding new p/s only) was successfully completed. The p/s is-1 portion of 0158 lead was surgically abandoned. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted for normal battery depletion 3.11 years later and was returned for routine testing. The device was put through and passed a series of automated diagnostic testing. Microscopic visual inspections noted that the ra- seal plug was torn and the ra+ seal plug was missing. Tool marks were noted in the device casing and header surface. All setscrews moved freely and operated normally. Analysis testing could not confirm the reported noise issue but damage to the ra- seal plug may have contributed to the noise observed clinically. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.